Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the verse x25 inserter/tightener (p/n: 299704230, lot #: gm5597109) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was stripped as the hexlobes were near worn to the core. The observed condition was consistent as an end of life indicator for the device. This was consistent with the reported complaint condition, thus confirming the complaint. Conclusion: the complaint was confirmed during investigation. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5597109 was released in a single batch. Batch 1: lot qty of (B)(4) units were released on 29 jan 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, that the inserter could not be entered correctly into the correction key and slipped during the final tightening. This damaged the thread of the screw head. There was a surgical delay of 30 minutes. The procedure was completed successfully with replacement screw and set screws. Concomitant devices: unknown torque handle (part# unknown, lot# unknown, quantity 2). Unknown rods (part# unknown, lot# unknown, quantity unknown)). This report is for one (1) verse x25 inserter/tightener. This is report 2 of 14 for (B)(4).